Event description:
Catheter would not advance; talked to ekos rep, a new catheter was opened to complete the procedure. Failed product had patient contact but no patient harm. Manufacturer response for lysus .35 18cm 5fr cath, (brand not provided) (per site reporter): device was picked up by the rep.